Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted after forty-three months with allegation of premature battery depletion. Another guidant device was successfully implanted.